Event description:
It was reported that during a routine follow-up, the physician observed noise in non-sustained ventricular tachycardia (nsvt) episodes. Noise was present in both atrial and ventricular electrograms (egm) which is suggestive of external interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the save to disk was received and analyzed and revealed fourteen ventricular non-sustained tachycardia episodes less than or equal to 210 ms between (B)(4) 2012. In addition there was a ventricular short interval count equal to 4735 in 282 days. (B)(4).